Event description:
A power source alert was reported by a customer. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved after the customer used a different wall adapter, and the pump began charging without requiring further assistance.